Manufacturer narrative:
Date sent to FDA: 10/23/2019. Additional narrative: it was reported that the patient underwent mesh revisions with new implant on (B)(6) 2012 and on (B)(6) 2012 due to hernia recurrence. Mwr-15102019-0000559581 submitted for adverse event which occurred on (B)(6) 2012. Mwr-15102019-0000559584 submitted for adverse event which occurred on (B)(6) 2012. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an umbilical hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that patient underwent an additional hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was further reported patient underwent removal of the mesh on (B)(6) 2012. It was reported that the patient continues to experience adhesions, mesh migration, mesh shrinkage, severe pain and inflammation. No additional information was provided.